Event description:
It was reported that the patient experienced syncope and asystole. The implantable pulse generator (ipg) was attempted to be interrogated and had loss of capture. It was assumed to be at end of life (eol) because it was not able to be interrogated and the patient went asystolic. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.